Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that there was an overcorrection in the left eye, and the patient complained of blurry vision one week after the procedure. However, the right eye was doing perfectly well with visual acuity. As per the surgeon, the left eye was overcorrected, and the current visual acuity was more than two lines after the refractive surgery.